Event description:
It was reported that during the first pass through the graft, the basket separated from the cable ans was retained. The basket was successfully removed with a snare. There were no further patient complications.